Event description:
The customer stated that she was taken by paramedics to the hospital due to hyperglycemia and a heart attack. The customer stated that she woke up with severe stomach and chest pains. The customer's blood glucose reading at the time was 491 mg/dl. The customer's doctor was unsure of whether the heart attack caused the high blood glucose or if the high blood glucose caused the heart attack. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.